Manufacturer narrative:
9 pen needle units impacted by this event.

Event description:
Agency name: (B)(6). When did it occur? During use. Hypodermic needle injury: no. Other treatment: no. Were the returned items used? Yes. If they were used, was something attached to them? Insulin solution returned quantity: 9 units. Details of the event (timeline, history, etc.): when the patient tried to test the shot, the solution did not come out. When confirmed, the back needle was bent and broken.

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (type of investigation, investigation finding, investigation conclusion) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent/broken non patient end cannula. As the samples return were open it's not possible to determine the root cause. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.